Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
Keeps alarming downstream occlusion. IV fluid disconnected from infant because of flush pushed through umbilical vein, filter removed, line primed manually, restarted IV, still reading occlusion. Pump treatment information:unk. Type of drug:unk. Was there a prime performed:yes. Pump or manual:pump. Delay in therapy:yes. Need for medical intervention:unknown. Patient involvement: yes. Death / serious injury: no. Human harm: yes, though no details provided.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: downstream occlusion alarm.